Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 28 may 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, gripper was unable to lower during gripper orientation. Troubleshooting was performed and was successful. However, the clip was unable to be deployed due to high gradient. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.